Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were having issue with the screw of the insulin pen and insulin is not coming out. Customer's mother stated the screw did move a bit when they pushed the dose button. Customer primed the insulin pen multiple times and replaced the needles, but the issue was not resolved. During troubleshooting, the customer's mother stated the screw did not move when they pushed the dose button. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.